Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, during an off-label tf tavr with a 29mm sapien 3 valve in the aortic position to treat a pure aortic insufficiency. The valve landed too deep. A second 29mm sapien 3 valve was implanted more aortic in relation to the first valve to help seal a paravalvular leak (pvl). After the second valve was implanted the pvl was reduced to mild.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The device was not returned, and an image review was unable to be performed as images were not provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints were unable to be confirmed due to unavailability of relevant imagery and/or medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. It should be noted that the thv was implanted in non-calcified native aortic annulus, which is not an indicated use of sapien 3 (s3) thv with the commander delivery system (ds). Therefore, this was off-label operation. As reported, "during an off-label tf tavr with a 29mm sapien 3 valve in the aortic position to treat a pure aortic insufficiency, the valve landed too deep. A second 29mm sapien 3 valve was implanted more aortic in relation to the first valve to help seal a paravalvular leak (pvl)." In this case, deploying the valve within a non-calcified native aortic annulus likely accounts for incorrect positioning of the valve. The IFU and training manual caution about minimal annular calcification (or lack thereof) and its effect on thv deployment outcomes as the sapien valve relies on native valve calcium to securely anchor to the annulus. The absence of calcification could have prevented the thv from staying in place upon deployment, causing it to land 40/60 aortic/ventricular, as reported. As such, available information suggests that procedural factors (off-label operation) and/or patient factors (non-calcified native annulus) may have contributed to the reported event. Due to the valve being implanted too ventricular, it is likely that the thv skirt was unable to properly seal against the annulus leading to paravalvular leak (pvl). As such, available information suggests that procedural factors (thv malposition) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment escalation is required.